Event description:
The customer requested for field service to be dispatched, indicating that during pre-use the unit is displaying "xdr fault". They changed the flow sensor, diaphragm, and valve body, but the issue was not resolved.

Manufacturer narrative:
(B)(4). Field service evaluated the device, but was unable to identify any failures. He performed user verification tests, and operational verification procedures, and found that the unit was operating according to manufacturer specifications.